Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the blue dilator was broken and measured at 18 cm. The suture and dart were missing and not returned. Also the carrier of the suturing device was found bent and does not deploy to the center of the catch when fully deployed. The complaint cannot be confirmed since the suture including the needle was not returned however, it was reported by the user that all parts of the device were retrieved from the patient. Therefore, a review and analysis of all available information indicates that the most probable root cause is operational context since due to anatomical or procedural factors encountered during the procedure performance was limited. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-02823, and manufacturer report #3005099803-2014-02824 for the associated device information. It was reported to boston scientific corporation that two uphold (tm) lite devices were used during an uphold lite placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while attempting to implant the right side of the uphold device, the needle detached. The physician attempted to use a second uphold device and the needle detached again on the right side. It was reported that all parts of both devices were removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-02823, and manufacturer report #3005099803-2014-02824 for the associated device information. It was reported to boston scientific corporation that two uphold (tm) lite devices were used during an uphold lite placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while attempting to implant the right side of the uphold device, the needle detached. The physician attempted to use a second uphold device and the needle detached again on the right side. It was reported that all parts of both devices were removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the blue dilator was broken and measured at 18 cm. The suture and dart were missing and not returned. Also the carrier of the suturing device was found bent and does not deploy to the center of the catch when fully deployed. The complaint cannot be confirmed since the suture including the needle was not returned however, it was reported by the user that all parts of the device were retrieved from the patient. Therefore, a review and analysis of all available information indicates that the most probable root cause is operational context since due to anatomical or procedural factors encountered during the procedure performance was limited. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-02823, and manufacturer report #3005099803-2014-02824 for the associated device information. It was reported to boston scientific corporation that two uphold (tm) lite devices were used during an uphold lite placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while attempting to implant the right side of the uphold device, the needle detached. The physician attempted to use a second uphold device and the needle detached again on the right side. It was reported that all parts of both devices were removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4) for the problem of needle detached. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.